Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the surgery to reposition ipg on (B)(6) 2025 [manufacturer report number: 3006705815-2025-04157], ipg was placed in surgery mode. However, there was interference from the bovie and the ipg was unable to communicate. Troubleshooting was attempted by field representatives and the ipg was successfully recovered.